Manufacturer narrative:
(B)(6) 2015 02:32 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro balloon on the btt port burst when inflated with approximately 20 cc's of air. The procedure was continued with minimal interruption and the btt port was discarded after the case. The hospital did not report any patient effects.